Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [e25a20656] number, and no non-conformance related to the reported complaint condition were identified.

Event description:
It was reported from (B)(6) that pump had an unspecified malfunction. During service and repair, it was determined that the failed electrical safety test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that there were scratches and dents at the case and that the pinch valve was damaged. The irreparable valve was replaced, and the device was cleaned, newly calibrated, repaired, tested and found to be fully functional. The physical damages to the device are a result of user mishandling, possibly during storage or shipment. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.